Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of occlusion and embolism are known potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure to implant an rx acculink stent in the left internal carotid artery, transient no re-flow was noted in the artery. Treatment with embolectomy and heparin was provided, and the event resolved the same day. No additional information was provided.

Event description:
Subsequent to the initial medwatch filed, it was found that the patient was asymptomatic with the no reflow. The embolism was aspirated with a non-abbott (pronto) device. The patient was then found to have antegrade flow angiographically. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4).